Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified one curved opening and fold creases. A microscopic analysis and leak test were performed which identified one sharp opening and total delamination of plug strap disk shell. A dimension measurement in the shell was performed which identify the thickness within specification. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is one sharp opening in the side posterior assessed as unidentified (tear) opening and total delamination of plug strap disk shell assessed as adhesive failure.

Event description:
Healthcare professional reported left side deflation and textured to smooth exchange due to patient's concern with the product. The device has been replaced.

Event description:
Healthcare professional reported left side deflation and textured to smooth exchange due to patient's concern with the product. The device has been replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. Reason for reoperation: deflation.